Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "leaked" implants and "I¿m extremely concerned".

Event description:
Patient reported left side "the last few months I have notice my implants are become loose and empty. I can see the implant in my skin, and I can feel the edge of the implant underneath which I could not before. When I touch them its like pressing a popper and it stays down and pops back as if they have leaked", "can feel the gel and its extremely disturbing and uncomfortable", and "I¿m extremely concerned". Manufacturer of the device is unknown. The device remains implanted.

Event description:
Patient reported left side "the last few months I have notice my implants are become loose and empty. I can see the implant in my skin, and I can feel the edge of the implant underneath which I could not before. When I touch them its like pressing a popper and it stays down and pops back as if they have leaked", "can feel the gel and its extremely disturbing and uncomfortable", and "I¿m extremely concerned". Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side "the last few months I have notice my implants are become loose and empty. I can see the implant in my skin, and I can feel the edge of the implant underneath which I could not before. When I touch them its like pressing a popper and it stays down and pops back as if they have leaked", "can feel the gel and its extremely disturbing and uncomfortable", and "I'm extremely concerned". Manufacturer of the device is unknown. The device remains implanted.